Event description:
It was reported that prior to a transcatheter aortic valve replacement procedure involving a tav evfxplus-34, upon fluoroscopic inspection of the valve load, a frame-node overlap involving the third node was observed. A pre-implant balloon valvuloplasty was performed due to the presence of a calcified and bicuspid aortic valve. Subsequently, the valve and delivery catheter system were inserted into the patient and the valve was deployed at a depth of 3 mm. At 80% deployment, a valve infold was noted along the entire length of the valve.  The patient's anatomy, including the calcified and bicuspid native valve, contributed to the event. The infold occurred after the valve was inserted into the patient, and the valve was subsequently removed without being implanted. A change out of the product was performed and a new valve was implanted in the patient. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Product ID: {l-evolutfx-34}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.